Event description:
On 15th april, 2024 getinge became aware of an issue with one of surgical lights - axcel. It was stated the arms were rusty and the cover was missing. Also the double fork had chipped paint. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6) hospital , event site postal code: (B)(6) . Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - axcel. It was stated the spring arm was rusty and the double fork had chipped paint. Photographic evidence also indicated the paint peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was customer maintenance engineer team. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 15th april, 2024 getinge became aware of an issue with one of surgical lights - axcel. It was stated the arms were rusty and the cover was missing. Also the double fork had chipped paint. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - axcel. It was stated the spring arm was rusty and the double fork had chipped paint. Photographic evidence also indicated the paint peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907, material integrity problem/degraded/peeled/delaminated/1454, material integrity problem/degraded/corroded/1131 corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454, material integrity problem/degraded/corroded/1131 previous h6 medical device ¿ component codes: mechanical/coating material//4768, mechanical/cover//772 corrected h6 medical device ¿ component codes: mechanical/coating material//4768 based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. A technical evaluation of rust was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.